Event description:
It was reported to philips that there was no radiation due to a defective x-ray lamp on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the x-ray lamp, verified the device operational, and passed all tests. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).